Manufacturer narrative:
Corrected data: b5.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is displaying gas loss in iab circuit. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not duplicate the issue. The fse completed all diagnostic, performance, and safety testing. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is displaying gas loss in iab circuit. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.